Manufacturer narrative:
The suspect clamp was returned to the manufacturer for analysis. The clamp was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the screw on the clamp was worn and would not function as designed. It was reported that the issue was discovered in the site's sterile processing department (spd). There was no patient present when this issue was identified. No additional information was provided.